Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, excessive no delivery test and basic occlusion test. However, insulin pump was unable to prime unit during prime test due to faulty force sensor. No unexpected no delivery alarms noted. No motor error alarms noted. The motor was tested outside the device and passed. Insulin pump was received with minor scratches on lcd window.

Event description:
It was reported that the customer had received multiple motor error alarms and no delivery alarms over the course of a month. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The insulin pump was not exposed to a strong magnetic field. The customer was able to complete the rewind sequence. The product has been returned. Nothing further was reported.